Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.

Manufacturer narrative:
This report provides data from thv/tvt registry and summarizes 3 events of asd defect closure due to transseptal catheterization events for the sapien 3 ultra heart valve in the mitral position. The 'time to event' (tte, in days) for this event was 3.67. Due to the limited information and the data received, edwards cannot confirm which delivery system was used in this case, the ultra delivery system, or commander delivery system. The UDI for both devices are referenced below. The device identification (di) numbers for edwards ultra delivery system are: (B)(4). The device identification (di) numbers for edwards commander delivery system with ultra loader: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually, the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry summary reporting for adverse event submission for q3 2021 data extract for mitral serious injuries for the sapien 3 ultra valve. This report summarizes 3 asd defect closure due to transseptal catheterization events for the sapien 3 ultra valve. The age range for these events is from 61 to 72. The breakdown for gender is as follows: 1 males and 2 females.